Event description:
It was reported that during the procedure, the fiberglass tip was broken. It was noted that when the laser was first initiated, there was a popping noise, and the tip came off where the green meets the clear. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual and microscopic inspection found that the fiber tip was broken and connector with no defects. Functional tests were performed and found that the aiming beam was bright and distorted due to tip condition and an error 67 fiber expired was noted. A review of the device instructions for use (IFU) was completed and stated that care should be exercised with the glass tip to avoid severe impact or side stresses that may fractured the tip. A device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. It is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip break. This fiber is a ball tip, it is possible that it could have become damaged when passing through the scope and when laser energy was applied broke. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the fiberglass tip was broken. It was noted that when the laser was first initiated, there was a popping noise, and the tip came off where the green meets the clear. The procedure was completed with another of the same device. There were no patient complications.